Manufacturer narrative:
The device was returned, decontaminated and visually inspected. There were no signs of physical damage, wear and tear to the device the jaws of the device were measured to be within the intended specifications and tolerance. There were no physical damages , malfunctions, or defects noted on the jaws of the device. During the investigation, a new clip cartridge was inserted into the device. The jaws of the device held the clips properly without any type of movement. The clip applier dispensed a full new clip cartridge smoothly without any issues. There was no any signs of grinding or hesitation. This process was repeated with no issues. The clip applier handle was opened, no defects or damaged components were noticed inside the hand piece. The device functioned as designed. No failure was detected. This complaint is unconfirmed, unable to duplicate the reported failure. A root cause for this issue could not be determined.

Event description:
During a surgical procedure, the clips from the ml-10 clip applier became loose and fell into the patient. The clips did not close on the ductus. The procedure time was extended for 15 mins. There was no harm to the patient.